Event description:
The patient experienced redness and swelling at the pump site. The pump and catheter were explanted due to infection. There was no patient injury. The patient recovered without sequela. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.